Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead indicated that the lead was severed 245 millimeters from the terminal pin, only the proximal section was returned. There were setscrew marks noted on the lead terminals and blood/body fluids was noted in the lumens. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. The clinical observations could not be confirmed by analysis of the returned lead segment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was electively replaced and surgically abandoned due to oversensing of noise on the pace/sense channel causing intermittent pacing inhibition greater than two seconds and inappropriate classification of vf. Additional information indicated that the patient had no adverse effects as a result of the pacing inhibition.